Event description:
Tooth head broke [device breakage]. No adverse event. Case description: a consumer reported that while her husband used an oral-b rechargeable toothbrush, version unk, two of the oral-b precision clean brushheads broke. No symptoms developed.

Manufacturer narrative:
Return of product has been requested. Product not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.